Event description:
The customer reported a cartridge alarm issue with their pump, and the blood glucose level displayed as "high," though the exact value was unknown. However, there was no adverse impact to the customer's blood glucose level because they managed the issue by delivering a corrective bolus via the pump. Technical support agreed to replace the pump, which was still under warranty, with an updated software version. The customer was informed about the process for returning the faulty pump, which included putting it into storage mode and shipping it back within ten days to avoid charges. The customer was also instructed on programming settings and connecting their cgm to the new pump. A replacement pump was sent to the customer with a requirement for a signature upon delivery. Customer will continue to use current pump.